Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact to the customer¿s blood glucose level. Troubleshooting determine that the pump needed replacing, and customer planned to use multiple daily injections as backup therapy to avoid interruption of insulin delivery. Customer was instructed to place pump in storage mode before return, to program pump settings and reconnect continuous glucose monitor on replacement pump, and to return problematic pump using provided pre-paid label within 10 days, all of which customer understood and acknowledged.